Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The hospital's biomed reported the mx40 was given to him with a problem description of speaker malfunction. The hospital's biomed was not able to confirm if there was audible sound. No patient involvement.